Manufacturer narrative:
The reported event of failure to capture was confirmed. Final analysis found that as received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. X-ray examination of the lead found the inner coil was severely over torqued in the connector region consistent with the procedure damage. Electrical testing performed did not find any conductor fracture but an internal short was found due to the inner coil over torqued in the connector region during the procedure. The cause of the reported event was isolated the inner coil over torqued in the connector region.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular lead exhibited failure to capture. The lead was not used and replaced. The patient was in stable condition.